Manufacturer narrative:
(B)(4). Pump was received with missing segments or partial display due to cracked lcd glass. Unit was received with missing display window cover. The p-cap locks properly into place. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was damaged. It was also reported that there was crack on screen and no damaged on reservoir lip ring. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.